Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that it would not pace if it was "turned down and then back up." Analysis did find that the upper and lower cases, ring cover and battery drawer were broken, that the battery release and release spring were contaminated, that the side bail covers and side bails were missing, that the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched and the serial number label was torn. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not pace if turned down and then back up. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) would not pace if turned down and then back up. The epg was returned for repair. There was no patient involvement.